Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of between 50 mg/dl and 60 mg/dl, which was treated with juice. Customer also reported that insulin pump was not delivering and information was not showing on pump. Customer saw an open circle and found that block was on. Customer was assisted in turning feature off. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, customer was advised to monitor insulin pump.